Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure pump error alarm. Customer was unable to clear the alarm. Customer stated that the only other alarm that received in reference to the pump was the change battery alarm. Once changed out the insulin pump it was working fine. No harm requiring medical intervention was reported. The device will not be returned for analysis.